Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the minimal ID for a dsf2233 sheath is 7.3mm, and the nominal body od is 8.2mm. The patient's right external iliac artery was noted as 7-8 mm. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma (i.e. Dissection, rupture, perforation, tear, etc.). Furthermore, the gore® dryseal flex introducer sheath IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient may result.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. It was reported that there was resistance noted when delivering the 22 fr. Introducer sheath. After stent graft implantation it was reported that access angiography revealed vessel damage at the patient's right external iliac artery. According to the case report, the patient's right external iliac artery was noted as 7-8 mm. As a treatment, a 10mm x 10cm gore® viabahn® endoprosthesis was implanted in the patient's right external iliac artery. The procedure was completed with no further reported issues. The patient tolerated the procedure.